Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis fluids. On the same day as onset, the patient was hospitalized for the peritonitis event and was treated with intraperitoneal intrazolin 1 gram and zidimbiotic 1 gram (frequencies not reported). Sixteen days after onset, the patient recovered from the event and antibiotic treatment was discontinued. The patient was discharged two days after date of recovery. Dianeal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.